Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. A follow up report will be sent to the FDA on 03/12/2011.

Event description:
The customer reported th integris h5000c/allura 9c system was not working. The system was restarted without success.